Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 1.5x4mm x-drive tf sd screw (part# 91-6704, lot# unknown) was visually evaluated. The threads and tip of the screw appeared to be in good condition overall, however, there was significant wear to the cross-drive head of the screw. Functional testing was done to check the retention of the screw by inserting the driver + blade assembly into the head of the screw and lifting the assembly by the screw. This screw failed the retention test. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force beyond what the screws are designed to encounter on the screwhead during use. Potential contributing factors are using a worn or incorrect blade, incorrect alignment of the blade and screw, and possibly dense bone.the instructions for use (IFU) for this screw states in the section titled bone screws:1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved.2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code: hbw. Unique identifier (UDI) #: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a cranial procedure the screw thread was "squashed." Based on the picture provided it appears the head of the screw is damaged. No adverse events have been reported as a result of the malfunction.